Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The entire constellation vision system was subsequently returned. The system was powered on and completed boot-up without any nonconformities observed. The system was taken to the environmental chamber to put the system through extreme weather changes while the testing was going on. The system had a 4-channel oscilloscope attached to the power control module to gather data if the system shutdown on its own. The system was setup to run the constellation reliability software continuously to try and duplicate the reported events of the system shutting down during surgery. The system was also thermocycled once a day to try to replicate stopping and starting during surgeries. The system has not duplicated either of the reported events. The returned base system was not investigated because it did not have any relatable characteristics/impact to the reported nonconformities. The reported events were not able to be replicated with the testing that was performed. The reportable event was attempted to be replicated for an extended period of time, but the unit never shutdown on its own. Therefore, the root cause cannot be determined at this time. A review of the event log from this system contained two ac power losses at the account during the time frame of this report. A review of complaints for the last 24 months did indicate one related report for this system. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): delay in procedure. Product problem(s): "system shut down" (loss of power). A nurse reported the system shut down twice during a case. There is no information regarding patient impact.